Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('other, pelvic pain') and abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure (batch no. C18718,c51060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2015 and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included vertigo, influenza, migraine, ear disorder, dizziness, constipation, menorrhagia, pre-eclampsia, breast operation, plastic surgery, uterine dilation and curettage and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: mirena iud from 2010 to (B)(6) 2015, antibiotic, antivert 25 mg, tamiflu, hydrocodone, meloxicam, zithromax z-pak and meloxiam. Concurrent conditions included body mass index normal, acute bronchitis, acute sinusitis, edema, hypervolemia, acute upper respiratory tract infection, bone spur, menometrorrhagia, cervical disc disease, nerve damage, sinus pain, sleep disorder, conjunctivitis, allergic rhinitis, palpitations, nausea and smear cervix abnormal. Concomitant products included lorazepam since 2015 for anxiety, bupropion hydrochloride (wellbutrin) since 2015 to (B)(6) 2018 for depression, spironolactone from (B)(6) 2015 to (B)(6) 2015 for edema as well as bupropion hydrochloride (bupropion hcl xl) from (B)(6) 2015 to (B)(6) 2018, clonazepam from (B)(6) 2013 to (B)(6) 2016, fluticasone from (B)(6) 2015 to (B)(6) 2015 and furosemide (lasix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercorse)"), arthralgia ("autoimmune dignosed - joint paint/hip pain, knee pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating/ belly bloat"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psych injury related to essure/psychological or psychiatric problems condition: depression/anxiety") and anxiety ("anxiety"), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and fluid retention ("water retention/belly bloat"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (repeat/multiple surgeries - (B)(6) 2018, bilateral laparoscopic salpingectomy, essure removal and surgery (other) type of surgery: appendectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, depression, vaginal discharge, fatigue, alopecia, weight increased, abdominal distension, hot flush, anxiety and fluid retention outcome was unknown, the dysmenorrhoea and arthralgia was resolving and the dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fluid retention, hot flush, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note - essure insertion date (B)(6) 2015, complications during removal surgery ¿ repeat/multiple surgeries. Received treatment - other, pelvic pain, dysmennorhea (cramping), dyspareunia (painful sexual intercorse), abdominal pain, autoimmune dignosed - joint paint, psych injury related to essure. Current weight 152lbs. (B)(6) 2015 - essure devise was placed on the right side without difficulty, with 7 trailing coils. (B)(6) 2015 - the previously placed right essure was seen. The left tubal opening was easily identified . Essure devise was placed into the tube per manufacturers instructions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Batch no c18718 production date 2014-02-05 expiration date 2017-02-28. Batch no c51060 production date 2014-04-14 expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('other, pelvic pain') and abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure (batch no. C18718, c51060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2015 and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included vertigo, influenza, migraine, ear disorder, dizziness, constipation, menorrhagia, pre-eclampsia, breast operation, plastic surgery, uterine dilation and curettage and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: mirena iud from 2010 to (B)(6) 2015, antibiotic, antivert 25 mg, tamiflu, hydrocodone, meloxicam, zithromax z-pak and meloxiam. Concurrent conditions included body mass index normal, acute bronchitis, acute sinusitis, edema, hypervolemia, acute upper respiratory tract infection, bone spur, menometrorrhagia, cervical disc disease, nerve damage, sinus pain, sleep disorder, conjunctivitis, allergic rhinitis, palpitations, nausea and smear cervix abnormal. Concomitant products included lorazepam since 2015 for anxiety, bupropion hydrochloride (wellbutrin) since 2015 to (B)(6) 2018 for depression, spironolactone from (B)(6) 2015 to (B)(6) 2015 for edema as well as bupropion hydrochloride (bupropion hcl xl) from (B)(6) 2015 to (B)(6) 2018, clonazepam from (B)(6) 2013 to (B)(6) 2016, fluticasone from (B)(6) 2015 to (B)(6) 2015 and furosemide (lasix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercorse)"), arthralgia ("autoimmune dignosed - joint paint/hip pain, knee pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating/ belly bloat"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psych injury related to essure/psychological or psychiatric problems condition: depression/anxiety") and anxiety ("anxiety"), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and fluid retention ("water retention/belly bloat"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (repeat/multiple surgeries - (B)(6) 2018, bilateral laparoscopic salpingectomy, essure removal and surgery (other) type of surgery: appendectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, depression, vaginal discharge, fatigue, alopecia, weight increased, abdominal distension, hot flush, anxiety and fluid retention outcome was unknown, the dysmenorrhoea and arthralgia was resolving and the dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fluid retention, hot flush, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note - essure insertion date (B)(6) 2015, complications during removal surgery ¿ repeat/multiple surgeries. Received treatment - other, pelvic pain, dysmennorhea (cramping), dyspareunia (painful sexual intercorse), abdominal pain, autoimmune dignosed - joint paint, psych injury related to essure. Current weight 152lbs. (B)(6) 2015 - essure devise was placed on the right side without difficulty, with 7 trailing coils. (B)(6) 2015 - the previously placed right essure was seen. The left tubal opening was easily identified . Essure devise was placed into the tube per manufacturers instructions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Amendment: the report was amended for the following reason: significant amendment done. Ccc updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('other, pelvic pain') and abdominal pain ('abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. C18718, c51060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2015 and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included vertigo, influenza, migraine, ear disorder, dizziness, constipation, menorrhagia, pre-eclampsia, breast operation, plastic surgery, d & c and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: mirena iud from 2010 to (B)(6) 2015, antibiotic, antivert 25 mg, tamiflu, hydrocodone, meloxicam, zithromax z-pak and meloxiam. Concurrent conditions included body mass index normal, acute bronchitis, acute sinusitis, edema, hypervolemia, acute upper respiratory tract infection, bone spur, menometrorrhagia, cervical disc disease, nerve damage, sinus pain, sleep disorder, conjunctivitis, allergic rhinitis, palpitations, nausea and smear cervix abnormal. Concomitant products included lorazepam since 2015 for anxiety, bupropion hydrochloride (wellbutrin) since 2015 to (B)(6) 2018 for depression, spironolactone from (B)(6) 2015 to (B)(6) 2015 for edema as well as bupropion hydrochloride (bupropion hcl xl) from (B)(6) 2015 to (B)(6) 2018, clonazepam from (B)(6) 2013 to (B)(6) 2016, fluticasone from (B)(6) 2015 to (B)(6) 2015 and furosemide (lasix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("autoimmune diagnosed - joint paint/hip pain, knee pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating/ belly bloat"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psych injury related to essure/psychological or psychiatric problems condition: depression/anxiety") and anxiety ("anxiety"), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and fluid retention ("water retention/belly bloat"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (repeat/multiple surgeries - (B)(6) 2018, bilateral laparoscopic salpingectomy, essure removal and surgery (other) type of surgery: appendectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, depression, vaginal discharge, fatigue, alopecia, weight increased, abdominal distension, hot flush, anxiety and fluid retention outcome was unknown, the dysmenorrhoea and arthralgia was resolving and the dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fluid retention, hot flush, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note - essure insertion date (B)(6) 2015, complications during removal surgery ¿ repeat/multiple surgeries. Received treatment - other, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, autoimmune diagnosed - joint paint, psych injury related to essure. Current weight: (B)(6) lbs. On (B)(6) 2015 - essure devise was placed on the right side without difficulty, with 7 trailing coils. On (B)(6) 2015 - the previously placed right essure was seen. The left tubal opening was easily identified . Essure devise was placed into the tube per manufacturers instructions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received - fu 2 and fu 3 process together. Case becomes incident. Previously reported event ¿injury nos¿ replaced by new specific events: other, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, autoimmune diagnosed - joint paint, psych injury related to essure, vaginal discharge, fatigue, hair loss, weight gain, bloating and device monitoring procedure not performed were added. Essure insertion date updated, indication and removal date were added. Patient date of birth, consumer address and new reporter was added. On 18-sep-2019: pfs and mr received - fu 2 and fu 3 process together. New events apareunia (inability to have sexual intercourse), hormonal changes describe: hot flashes, psychological or psychiatric problems condition: depression/anxiety, water retention/belly bloat and ablation was added. Outcome of arthralgia and dysmenorrhea was updated from unknown to resolved. Outcome of apareunia and dyspareunia updated from unknown to recovering. Severity of arthralgia was added. Events onset date was added. Essure lot number was added. Patient height weight and race were added. New reporter was added. Medical history and concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.